Event description:
Rptr complains of burning sensation in skin, capsular contracture, enlarged lymph nodes, swelling of joints, arthritis-like symptoms, fatigue, memory loss, disfigurement, pneumonia, bronchitis, night sweats, and hair loss.